Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. The lead was returned in two segments as it was severed 155mm from the terminal pin. The total length returned was 630mm and therefore some portions of the lead may be missing. The rs- conductor coil extended beyond the severed end of the tip segment by 20mm. The extracting stylet was returned stuck in the tip segment of the lead. The suture was tied tight around the insulation at the proximal end of the tip segment, most likely for removal purposes. Setscrew marks were noted on all terminals. The proximal high voltage cable to coil crimp (pigtail) had been pulled proximally. The coil was stretched and the insulation was slightly torn in this area. The clear medical adhesive was torn/separated from the proximal end of the proximal spring electrode and the proximal spring was extremely stretched at this point. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive was noted. Body fluid was present in the lumens. Cuts were seen in the insulation. Laser extraction marks were noted on the silicone insulation. The tip had been pulled inside of the tined insulation. Tissue was noted in several places on the lead. Visual inspection of the insulation noted the trilumen insulation was damage through to all three lumens 345-360mm from the tip. Webbing damage was noted through to all three lumens in this area as well. The rs- gore was torn and abraded. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. All three conductors were looped out through the abrasion area. This was most likely due to the lead being pulled with force at the explant procedure. In conclusion, analysis showed that due to the location and type of damage associated with the trilumen insulation, webbing damage, and the rs- gore wear that this was likely caused by entrapment in the clav.

Manufacturer narrative:
It was later revealed that this low pacing impedance issue had an earlier event date of (B)(6).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead had impedances less than 200 ohms and diaphragmatic stimulation issues. As a result the lead was explanted and successfully replaced with a new lead.